Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2016, patient underwent balloon kyphoplasty at l5 for compression fracture due to osteoporosis. Intra-op, the balloon was ruptured and contrast agent remained in the vertebral body. The surgeon inflated a balloon in the vertebral body and deflated it once. When the surgeon inflated the balloon again, the balloon ruptured. Product came in contact with the patient. Patient's complications were reported as unknown. It was unknown weather balloon fragments were remaining in the patient or not. There was a overall delay of less than 60 mins in the procedure.

Manufacturer narrative:
Image review: submitted images appear to show ibt ruptured on the distal portion of the balloon. Product analysis: visual and optical examination of the ibt balloon identified a radial sharp cut perpendicular to the ibt shaft at the distal lobe of the balloon. The morphology, location and timing of the balloon rupture is consistent with in vivo contact with sharp object, such as bone splinters.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.